Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the printer (0161-00-0024-04) and tested for proper operation. The fse then performed all functional and safety checks and the unit passed all tests to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) printer would not print a full strip.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) printer would not print a full strip. There was no patient harm reported.